Event description:
It was reported that at the user facility, the device had a broken safety switch. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. It was reported that at the manufacturer facility, the device was disassembling. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.